Event description:
Boston scientific received information during a routine follow-up visit the lead safety switch (lss) had tripped for the right ventricular (rv) lead due to a low out of range pacing impedance measurement, thus it was in unipolar pacing. Review of the daily measurements noted low impedances in the 300 ohm range. The patient was admitted to the hospital for a revision procedure. The following day at the pre-procedure interrogation, oversensing of noise leading to pacing inhibition was noted with pocket manipulation. There was asystole, however it was either equal to or less than two seconds. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.